Manufacturer narrative:
The insulin pump was monitored for 24 hours, no battery out limit or failed battery test alarm noted. All operating currents are within specification. The insulin pump passed self test. No unexpected low battery or of no power alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The no motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alerted them of a motor error alarm. It was also found a failed battery test alarm would occur with a new battery. The customer's blood glucose was unknown. It was also found the customer had a no delivery alarm in their alarm history. Customer declined to troubleshoot for the no delivery alarm. The customer stated they were able to complete the rewind sequence on the insulin pump. Customer also declined to troubleshoot for the failed battery alarm. It was also found the customer's insulin pump did not have a history of motor error alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.